Event description:
It was reported that this artificial urinary sphincter was replaced as, during an interventional procedure, the interventional radiologist accidentally perforated the balloon. No patient complications were reported.